Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill message when attempting to load cartridges onto the pump. Reportedly, the cartridge was filled with approximately 150 units. There was no reported impact to the customer's blood glucose level. The customer was unable to load a new cartridge as the customer did not have additional insulin available at the time of the reported event. Although requested, no further information was provided by the customer.